Event description:
Catheter was placed in 2006. Seven days later, the patient went for his first dialysis treatment and the catheter leaked behind the red luer and could not dialyze. The catheter was repaired - the doctor removed and replaced the leaky red luer. There was no injury to the patient.

Manufacturer narrative:
The catheter was flushed with heparin after initial placement without incident. A week later, the luer leaked when the patient returned for his first dialysis treatment. The catheter was not available for testing and evaluation since the leaking luer was repaired by the doctor.